Manufacturer narrative:
An event regarding dislocation and instability involving an unknown mdm was reported. The event was confirmed through clinician review of the provided medical records. Method & results: device evaluation and results: not performed as no product was returned for evaluation. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: as a result of the previous lumbar spinal fusion, acetabular placement likely resulted in impingement at the extremes of motion that caused the instability of the primary total hip arthroplasty. Continued impingement resulted in the failure of the constrained liner and subsequent failure of the mdm bearings. There is no evidence that factors associated with implant design, manufacturing or materials was responsible for this clinical situation resulting from an acetabular position adversely affected by a fixed spinal deformity. Device history review: not performed as no lot information was provided. Complaint history review:not performed as no lot information was provided. Conclusion: a review of the provided medical records and x-rays by a clinical consultant indicated: as a result of the previous lumbar spinal fusion, acetabular placement likely resulted in impingement at the extremes of motion that caused the instability of the primary total hip arthroplasty. Continued impingement resulted in the failure of the constrained liner and subsequent failure of the mdm bearings. There is no evidence that factors associated with implant design, manufacturing or materials was responsible for this clinical situation resulting from an acetabular position adversely affected by a fixed spinal deformity. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Dr. Informed of a hip revision. Pt dislocated their hip. The surgeon informed me that the mdm heads disassociated. Patient was revised to mdm. Update (B)(6) 2019: surgeon provided imaging results and notes: "(B)(6) 2019. Dislocated dual mobility. Took the patient to the or to reduce. Eccentric reduction indicated that the polyethylene bearing is dissociated from the hard bearing. Post reduction CT: polyethylene bearing dislocated from hard bearing. Revised the polyethylene bearing and hard bearing. Kept original acetabular component and metal liner. I lengthen the patient during this operation for added stability".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr. Informed of a hip revision. Pt dislocated their hip. The surgeon informed me that the mdm heads disassociated. Patient was revised to mdm.